Manufacturer narrative:
Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and confirmed the customer reported problem. The field service engineer (fse) replaced the touch screen to address the reported problem.

Manufacturer narrative:
Updated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touch screen was not working. There was no patient involvement.